Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple episodes of inappropriately delivered shocks. Noise was able to be reproduced with isometrics in clinic. Device data was sent to technical services (ts) for review. Ts determined depending on the episodes the oversensing of noise could be attributed to the sense b node on the electrode and myopotential noise. Ts then provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.